Manufacturer narrative:
Event description: this is an event from australia. The femd device used is surgiflo¿ haemostatic matrix kit with thrombin, product code ms0012. The patient is 32 years old and male with a low rectal cancer. On (B)(6) 2020 the patient underwent a resection. It is stated that "the procedure was going well and near conclusion. The specimen had been dissected and removed. There was some ooze from the deep in the pelvis. This was likely due to bleeding from the prostatic plexus of small veins, there was no large vessel breach. Suturing did not work so we applied surgiflo and packed the area for 5 mins. After this, a slight ooze persisted. We tried diathermy without success so reapplied surgiflo and packed for around 15 mins. We also gave transexamic acid. Approx 20 mins after (45 mins since the first application of surgiflo) the patient rapidly deteriorated with hypotension, hypoxia and tachycardia. He improved with fluid and adrenaline. Given the event and persistent ooze, we elected to pack the pelvis and cover the wound, to get him to ICU". Further comments: "he remained intermittently unstable overnight so we waited until 48hrs before return to theatre. He had a clinical picture that was consistent with microemoli and ards (acute respiratory distress syndrome) despite no large pulmonary emboli seen on ctpa (CT pulmonary angiogram). On return to theatre 2 days later ((B)(6) 2020), the bleeding has ceased, and we brought out a colostomy and closed the wound. Since then he has recovered well. He is now on the ward with good respiratory function and no obvious lung sequalae from the complication. His stoma is functioning and abdomen non-concerning. The stoma will be permanent". Further comments from the sales rep who has spoken to the attending physician: "on discussing the case with the ICU doctors, we cannot fully explain his complication. It is not consistent with an allergic reaction/anaphylaxis. He did develop ards but the trigger for this is unclear. At the time, an on table echo showed right heart dilation consistent with strain secondary to pulmonary hypertension. Clinically, the respiratory compromise was consistent with that seen from microemboli. The fluctuating deterioration early on appeared to be due to fluctuating right heart function related to the respiratory compromise. It worsened with a decreased preload and improved with fluid loading (as well as respiratory measure). Without another explanation we believe this may have been due to micro capillary clots due to systemic absorption of thrombin. Given the prolific use of this substance it would be a very rare phenomenon. There are only a few case reports in the literature". Decision tree evaluation: this event is evaluated as reportable to applicable authorities: the patient experienced a sae during a surgery for resection of colon cancer. During the surgery, the patient experienced bleeding from the prostatic plexus of small veins. Several methods for haemostasis were initiated: suturing, diathermy, tranexamic acid, surgiflo¿ haemostatic matrix kit with thrombin and packing. Approximately 20 mins after re-application of surgiflo¿ haemostatic matrix kit with thrombin (45 minutes since the first application of surgiflo¿), the patient rapidly deteriorated with hypotension, hypoxia and tachycardia. The patient improved with fluid and adrenaline. Given the event and persistent ooze, the surgeons packed the pelvis and cover the wound and patient was referred to ICU. It is stated that "the patient had a clinical picture that was consistent with microemoli and acute respiratory distress syndrome despite no large pulmonary emboli seen on CT pulmonary angiogram. Further clinical questions will be asked for the evaluation of this event. Conclusion: decision tree has been evaluated: this event is reportable to applicable authorities. The patient experienced a sae during a surgery for resection of colon cancer. During the surgery the patient experienced bleeding from the prostatic plexus of small veins which was difficult to manage despite several methods being used. Surgiflo¿ haemostatic matrix kit with thrombin was also used in combination with other methods. The patient experienced hypotension, hypoxia and tachycardia. The patient improved with fluid and adrenaline and was transferred to ICU. It is stated that "the patient had a clinical picture that was consistent with microemoli and acute respiratory distress syndrome despite no large pulmonary emboli seen on CT pulmonary angiogram two days later the patient returned to theatre with no complications being reported. The patient has recovered well. Ferrosan medical devices a/s will look further into this event. Evaluation/conclusion added on 2020.07.01: this is an adverse event where a patient experiences continuous oozing following dissection in relation to a low rectal cancer. From the description on the management of the bleeding (ooze) on the surgical case is seems likely that the patient's development of disseminated intravascular coagulation (dic) was initiated before surgiflotm haemostatic matrix kit with thrombin was used. This means that it is most likely the patient's underlying disease of cancer that is the cause of the development of the dic and not the bleeding management including the use of surgiflotm haemostatic matrix kit with thrombin.

Event description:
The patient underwent a resection. The procedure was going well and near conclusion. The specimen had been dissected and removed. There was some ooze from the deep in the pelvis. There was no large vessel breach. Suturing did not work so surgiflo was applied and packed the area for 5 mins. After this, a slight ooze persisted. Diathermy was used without success so reapplied surgiflo and packed for around 15 mins. Transexamic acid was also used. Approx 20 mins after (45 mins since the first application of surgiflo) the patient rapidly deteriorated with hypotension, hypoxia and tachycardia. The patient improved with fluid and adrenaline. Given the event and persistent ooze, the pelvis was packed and the wound covered, to get the patient to ICU.

Manufacturer narrative:
Event description: this is an event from (B)(6) . The femd device used is surgiflo¿ haemostatic matrix kit with thrombin, product code ms0012. The patient is (B)(6) years old and male with a low rectal cancer. On (B)(6) 2020 the patient underwent a resection. It is stated that "the procedure was going well and near conclusion. The specimen had been dissected and removed. There was some ooze from the deep in the pelvis. This was likely due to bleeding from the prostatic plexus of small veins, there was no large vessel breach. Suturing did not work so we applied surgiflo and packed the area for 5 mins. After this, a slight ooze persisted. We tried diathermy without success so reapplied surgiflo and packed for around 15 mins. We also gave transexamic acid. Approx 20 mins after (45 mins since the first application of surgiflo) the patient rapidly deteriorated with hypotension, hypoxia and tachycardia. He improved with fluid and adrenaline. Given the event and persistent ooze, we elected to pack the pelvis and cover the wound, to get him to ICU". Further comments: "he remained intermittently unstable overnight so we waited until 48hrs before return to theatre. He had a clinical picture that was consistent with microemoli and ards (acute respiratory distress syndrome) despite no large pulmonary emboli seen on ctpa (CT pulmonary angiogram). On return to theatre 2 days later (B)(6) 2020), the bleeding has ceased, and we brought out a colostomy and closed the wound. Since then he has recovered well. He is now on the ward with good respiratory function and no obvious lung sequalae from the complication. His stoma is functioning and abdomen non-concerning. The stoma will be permanent". Further comments from the sales rep who has spoken to the attending physician: "on discussing the case with the ICU doctors, we cannot fully explain his complication. It is not consistent with an allergic reaction/anaphylaxis. He did develop ards but the trigger for this is unclear. At the time, an on table echo showed right heart dilation consistent with strain secondary to pulmonary hypertension. Clinically, the respiratory compromise was consistent with that seen from microemboli. The fluctuating deterioration early on appeared to be due to fluctuating right heart function related to the respiratory compromise. It worsened with a decreased preload and improved with fluid loading (as well as respiratory measure). Without another explanation we believe this may have been due to micro capillary clots due to systemic absorption of thrombin. Given the prolific use of this substance it would be a very rare phenomenon. There are only a few case reports in the literature". Decision tree evaluation: this event is evaluated as reportable to applicable authorities: the patient experienced a sae during a surgery for resection of colon cancer. During the surgery, the patient experienced bleeding from the prostatic plexus of small veins. Several methods for haemostasis were initiated: suturing, diathermy, tranexamic acid, surgiflo¿ haemostatic matrix kit with thrombin and packing. Approximately 20 mins after re-application of surgiflo¿ haemostatic matrix kit with thrombin (45 minutes since the first application of surgiflo¿), the patient rapidly deteriorated with hypotension, hypoxia and tachycardia. The patient improved with fluid and adrenaline. Given the event and persistent ooze, the surgeons packed the pelvis and cover the wound and patient was referred to ICU. It is stated that "the patient had a clinical picture that was consistent with microemoli and acute respiratory distress syndrome despite no large pulmonary emboli seen on CT pulmonary angiogram. Further clinical questions will be asked for the evaluation of this event. Conclusion: decision tree has been evaluated: this event is reportable to applicable authorities. The patient experienced a sae during a surgery for resection of colon cancer. During the surgery the patient experienced bleeding from the prostatic plexus of small veins which was difficult to manage despite several methods being used. Surgiflo¿ haemostatic matrix kit with thrombin was also used in combination with other methods. The patient experienced hypotension, hypoxia and tachycardia. The patient improved with fluid and adrenaline and was transferred to ICU. It is stated that "the patient had a clinical picture that was consistent with microemoli and acute respiratory distress syndrome despite no large pulmonary emboli seen on CT pulmonary angiogram two days later the patient returned to theatre with no complications being reported. The patient has recovered well. Ferrosan medical devices a/s will look further into this event.

Event description:
The patient underwent a resection. The procedure was going well and near conclusion. The specimen had been dissected and removed. There was some ooze from the deep in the pelvis. There was no large vessel breach. Suturing did not work so surgiflo was applied and packed the area for 5 mins. After this, a slight ooze persisted. Diathermy was used without success so reapplied surgiflo and packed for around 15 mins. Transexamic acid was also used. Approx 20 mins after (45 mins since the first application of surgiflo) the patient rapidly deteriorated with hypotension, hypoxia and tachycardia. The patient improved with fluid and adrenaline. Given the event and persistent ooze, the pelvis was packed and the wound covered, to get the patient to ICU.